Manufacturer narrative:
The report of lvad fault and pump stops was confirmed based the evaluation of (B)(4) and the submitted log files. The pump was returned assembled with the pump cable severed approximately 4.5¿ from the housing and the severed portions were returned. The outflow graft had been cut at the edge of the graft hardware and the ptfe felt had been removed from the apical cuff. Portions of the pump and pump cable surfaces were covered in blue/green mold. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. The observed mold appeared to have formed following explant. After cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. Review of the submitted controller event log files showed a pump reset on (B)(6) 2019, which appeared to be consistent with esd and is in accordance with intended design. The pump resumed operating at the set speed following the reset and the lvad fault alarm had become active due to a communication issue inside the pump. The controller log files showed two additional pump resets following this event, also consistent with esd. The pump appeared to be functioning as intended with the lvad fault alarm active. On (B)(6) 2019, just before the patient¿s transplant surgery reportedly began, the pump driveline was disconnected and reconnected to the system controller on abbott engineering¿s recommendation. Upon reconnection, the log files showed that the lvad fault alarm and internal communication issue had resolved. The log files retrieved from (B)(4) also showed the communication issue on (B)(6) 2019 and the resolution on 2/6/2019. The root cause of the communication issue could not be conclusively determined. The hm3 IFU and patient handbook provide information regarding electrostatic discharge and warns to avoid activities that could create static electricity. A corrective and preventive action (CAPA) was opened to investigate identified incidences of a momentary system stop and a corrective action has been implemented. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that there was no longer any communication between the pump and the system controller. The system controller log file reviewer by the manufacturer's technical services showed three pump resets followed by an lvad fault alarm. Other than the brief pump resets, the log files looked normal. The pump resets were suspected to be due to a possible esd event. The plan was to reset the system controller by quickly disconnecting and reconnecting the percutaneous lead. On the day of the procedure, an elective donor heart became available for the patient. At the time of transplant, the percutaneous lead was disconnected and reconnected, and communication was reestablished. The transplant procedure continued with no further issues reported. No additional information was provided.